Event description:
Reportedly, this issue was observed at a reoperation to reposition the dislodged atrial lead. When the pacemaker was taken out from the pocket, blood was noted within the pacemaker's ventricular port as well as within the ventricular lead. The system was replaced (pacemaker and ventricular lead) and the atrial lead was repositioned. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.